Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2023. During screening externalized conductors were observed on the right ventricular lead. The lead was capped and replaced. The patient was stable.